Event description:
It was reported that the patient presented with an abdominal aortic aneurysm. It was further reported that the physician decided to perform the aaa procedure with the excluder device utilizing the "chimney repair" approach because of his assessment from the CT images that there was no infrarenal neck for a good landing zone. It was further reported that during the part of the procedure in which the physician attempted to deploy the viabahn device in the left renal artery, the physician encountered resistance due to the tortuosity of the patient's anatomy and navigating from the left brachial artery. It was also reported that when the physician applied more force to deploy the viabahn device, the deployment line broke. It was reported that subsequently the viabahn device deployed in the right subclavian artery when the physician attempted to remove it. The physician reportedly decided to convert to an open procedure rather than continuing. During the post-operative period of several days, the patient experienced complications leading to multi-organ failure and died.

Manufacturer narrative:
Further information regarding this event was requested.